Event description:
Related manufacturer reference number: 2017865-2023-51724. It was reported that the patient's right atrial (ra) lead exhibited high capture threshold and over-sensed noise leading to inappropriate automatic mode switch. The patient present to a lead revision procedure. During the procedure, a fracture was noted via visual examination on the ra lead. The ra lead was explanted and replaced. It was also noted prior to the procedure, that the right ventricular (rv) lead was part of the riata (non-optim) advisory. The physician prophylactically capped and replaced the rv lead on (B)(6) 2023. There were no patient consequences.